Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes d.10. Returned to manufacturer on: 5/7/2021 h.6. Investigation: one photo and two samples were received by our quality team for evaluation. From the photo, the plunger is observed to be separated and the plunger head is distorted. The sample was subjected to visual inspection and there was short molding observed at the plunger head. A device history record review found no non-conformances associated with this issue during production of this batch. Short molding on the plunger head could have occured during machine start-up. The initial shots with short molding defects after machine start-up where not purged and removed before being conveyed to the subsequent process.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 23x1 rb stopper disconnected from the plunger. The following information was provided by the initial reporter: the stopper disconnected from the plunger rod.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2021-03-31, g.4. Date received by manufacturer: 2021-04-06.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 23x1 rb stopper disconnected from the plunger. The following information was provided by the initial reporter: the stopper disconnected from the plunger rod.

Manufacturer narrative:
PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 23x1 rb stopper disconnected from the plunger. The following information was provided by the initial reporter: the stopper disconnected from the plunger rod.